Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device manufacture date: unknown, as the lot number of the device was not provided. (B)(4). The field service specialist (fss) visited customer site to inspect the femto laser system. Fss checked the laser system as well as the patient chair, which no issues were found and system was found in specification. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that they experienced three (3) suction breaks during surgery. It was reported that after the right eye (od) surgery was completed and the doctor moved to the left eye, they lost suction about two times on the left eye (either the suction ring slipped or moved), which they lost suction with five (5) seconds left into the surgery. The doctor attempted to make a smaller side cut only which also lost suction at three (3) seconds left. The doctor tried lifting the flap, but was unable to do so; therefore no more attempts were made and he proceeded with photorefractive keratectomy (prk) to successfully complete the surgery on the left eye. It was reported that the patient¿s visual acuity is currently 20/40. Pinhole: no improvement in right eye (od). Pinhole: 20/30-2 in the left eye (os) auto refraction in the right eye (od): -0.50 -0.75 x13 auto refraction in the left eye (os): +1.50 -0.75 x165